Manufacturer narrative:
Date of this report: 12/21/2016. Describe event or problem: additional information received: the doctor reported that upon completion of a thyroidectomy, ¿before proceeding to extubation, I introduced a suction through the endotracheal tube and noted that it was impossible to progress the suction probe to the end of the tube (beyond the dental arch). When I could not pass the suction I decided to observe through the fiberscope what was the cause of the obstruction.¿ the procedure was completed successfully, the patient did not require reintubation; there was no patient impact. Is this a single-use device that was reprocessed and reused on a patient? No. Device available for evaluation? Yes. Returned to manufacturer: 01/13/2017. Date received by manufacturer: 01/20/2017. Product evaluation: 1 un-sealed sample, part number 8229970, was received for analysis. The electrode wires were cut off at the main tube for handling purposes during the analysis. Visually, there was no blockage of the inside diameter of the main tube in an ¿as received¿ condition. A syringe was used to inflate the cuff with 10cc of air and minimal pressure was applied to the cuff (around 0.5lb). After 5 minutes the inside diameter showed no delamination and no blockage of the airway path; the cuff was then increased to a total of 20cc of air with minimal pressure applied for another 5 minutes with no delamination and no blockage of the airway path. The device condition was in specification as it relates to the complaint. Method: actual device evaluated; labeling evaluation; fluid pressure testing; visual inspection. Results: no failure detected. Conclusion: no failure detected, device operated within specification. Usage of device: initial use.

Event description:
Additional information received: the doctor reported that upon completion of a thyroidectomy, ¿before proceeding to extubation, I introduced a suction through the endotracheal tube and noted that it was impossible to progress the suction probe to the end of the tube (beyond the dental arch). When I could not pass the suction I decided to observe through the fiberscope what was the cause of the obstruction.¿ the procedure was completed successfully, the patient did not require reintubation; there was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device not marketed in the us; similar device available. Analysis results not available; device not returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the surgery the anesthesiologist detected by doing a fiberscopic examination to the emg tube, that the inner lumen of the tube was partially blocked. There was no patient impact or injury.